Event description:
It was reported that the patient had gone in for reprogramming to attempt to get more coverage for the lower back area. The patient had one group containing two programs that provided stimulation for the legs only. The manufacturing representative then created a third program that provided coverage for the lower back. All three programs were then turned on and the patient was then only able to feel stimulation in the lower back and could longer feel stimulation in the legs. The reporter tried to turn one program on at a time and tried different electrodes, but the patient still only felt stimulation in the back. The reporter then checked impedances and found that one electrode pair had low impedances of less than 50 ohms and two electrode pairs had high impedances of greater than 10000 ohms. The patient reportedly did not feel stimulation at all when the amplitude was increased on program 1, so the electrode configuration was changed to avoid an electrode with potential impedance issues. The patient was then able to feel stimulation again, but only in the back. It was later reported that there were no other diagnostics performed aside from the impedance testing. It was noted that no cause of the issue had been determined. The reporter stated that the managing physician wanted to try reprogramming in ¿a couple weeks.¿ it was noted that the patient was receiving therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).